Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 8fr angio-seal sts device was returned for evaluation. The hemostasis sheath was returned along with the packaged carrier tube assembly, the arteriotomy locator, and the guidewire. There was no damage or deformation noted upon visual inspection. The alleged 'crushed' is, in fact, a manufacturing feature termed as the monofold which enables correct release of the anchor within the vessel. The carrier tube assembly was opened and inserted into the hemostasis sheath and anchor was posted an intended. The deployment was completed by manually pulling the anchor and allowing the autotamp action to complete. The device deployed as intended. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the actual sample was found to be of normal product. It is likely the monofold feature was mistaken as a deformity.

Event description:
The user facility reported that the locator on the angio-seal device was already deformed (crushed). The physician felt that the tip of the locator was more crushed than usual when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.